Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump just shuts off; sometimes there is an alarm, but other times there is no alarm. It was noted that the pumps are plugged in and not on battery mode. Although requested, additional information was not provided.